Event description:
Event description guidant received information that this abdominal transvenous implantable lead was explanted due to elevated pacing thresholds and varied pacing impedance. Some of the impedance measurements were out of range. A new pectoral system and lead were successfully implanted.